Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) ablation procedure with an ez steer navigational 4mm catheter and suffered a heart block. There was no information regarding any intervention or hospitalization. During an ablation lasting 14 seconds, an atrioventricular block occurred. The procedure was immediately halted. The patient was reported to be in stable condition immediately after the event. There is no information regarding relevant history or pre-existing medical conditions. It was noted that the nearest point to the marked his points was 9.9mm. The physician did not provide a casualty opinion. However, it was noted that the event was not related to the ablation catheter. Multiple attempts have been made to obtain clarification to this complaint. However no further information has been made available.